Event description:
Information received by medtronic indicated that the customer was unable to pair the insulin pump to the minimed mobile application. Troubleshooting was performed, and issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the product. The product could not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using fota app version 1.3.4 installed on iphone 11 (os 17.2) with mmt-1880 pump (software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document (B)(4), version g. Based on a logs analysis the customer was faced with the pairing problem. Unable to pair the mobile device with the pump and as a result received a ""pairing failed"" screen. To assist with the resolution of the pairing issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Restart (reboot) the mobile device. 2. Remove mmm and fota apps from the mobile device. 3. Unpair mobile device from pump: options > utilities > device options > manage devices > select ""mobile xxxxxx"" and delete (or double check that the mobile device is not displayed in manage devices). 4. Go to settings > bluetooth (not a quick settings). 5. Unpair the pump from the paired devices. 6. Please make sure to remove all previously paired devices from the mobile device bluetooth settings (headphones or any other accessories). 7. Turn off bluetooth for a few seconds (not from quick settings). 8. Turn on bluetooth (the customer should see an empty list of connected devices). 9. Install the fota app and proceed with the pump update. 10. Be sure to place the pump near the mobile device during the upgrade process. The helpline was advised to communicate with the customer with the provided steps for issue resolution. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.